Event description:
A (B)(6) male patient contacted zoll customer support to report constant check belt messages. Upon troubleshooting a patient service representative noticed the patient's electrode belt trunk cable connector was damaged. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check belt messages, bent pins or damaged e-belt connector) has been confirmed. Upon evaluation, there was an open white pulse wire in the trunk cable connector. The cause of the check belt messages is the open pulse wire. The cause for the open pulse wire was a damaged trunk cable connector. The root cause of the damaged trunk cable connector cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged wire. The patient received a replacement electrode belt.